Event description:
It was reported that on (B)(6) 2022, when a PICC catheter was installed with a decompression cannula, it was found that the feeding tube was obstructed and the inner wall of the decompression cannula was not completely unobstructed. In order to reduce the damage to the patient and the waste of consumables, a sterile syringe was used. After the needle clears the inner wall of the decompression cannula, reconnect the catheter additional information 05/04/2022: oversleeve portion was occlude, catheter cannot through pass the oversleeve portion no patient harm. Customer used syringe needle to make oversleeve portion un-occluded. Then connected compatible.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft0789 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on april 28, 2022, when a PICC catheter was installed with a decompression cannula, it was found that the feeding tube was obstructed and the inner wall of the decompression cannula was not completely unobstructed. In order to reduce the damage to the patient and the waste of consumables, a sterile syringe was used. After the needle clears the inner wall of the decompression cannula, reconnect the catheter additional information 05/04/2022 -oversleeve portion was occlude, catheter cannot through pass the oversleeve portion -no patient harm. -customer used syringe needle to make oversleeve portion un-occluded. Then connected compatible.